Manufacturer narrative:
Using the reported device parameters of amplitude of 3.3v and 3.8v with a rate of 120 hz and a pulse width of 150 usec and impedances of 430 ohms, the longevity calculations indicate elective replacement indicator (eri) at 17.39 months at 3.3 volts and 13.51 months at 3.8 volts; the implantable neurostimulator (ins) experienced normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the right implantable neurostimulator (ins), left ins, and left extension were replaced on (B)(6) 2016. The left lead was tested with the stimloc and was found to have high impedance values. The patient declined having the lead replaced as he is receiving some benefit from the current system and does not want to undergo another surgery at this time. It was noted that the patient felt that the shocking sensation resolved post-surgery.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3389-40, lot # uk6144407, implanted: (B)(6) 2006, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3389-40, lot # uk6144407, implanted: (B)(6) 2006, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type implantable neurostimulator. (B)(4).

Event description:
Follow-up from the healthcare provider (hcp) reported that the patient was scheduled for normal bilateral battery replacement on (B)(6) 2016. His right battery was at end of service (eos) and the battery lasted about 18 months. Both implantable neurostimulators (ins) displayed eos messages, but the left ins voltage was 2.8 volts and the right was 2.86 volts. However, it was later stated that they were elective replacement indicators (eri), so it was unclear which message was being displayed. The patient complained that the batteries were not lasting long enough. He reported ¿not doing well¿ with any type of surgery, so rechargeable implants might be a good option for him. The patient also had a known positional short on the left and had declined surgery in the past, but since they were operating anyway he wanted to address it. The manufacturer representative (rep) later reported that the patient was al so experiencing a sudden, intermittent shocking sensation on the right side of his face and near the right eye. There was a fall in december 2015 that could be related to the issues. During surgery the hcp explored the left lead and explanted the implantable neurostimulator (ins) and left extension. The old left lead was attached to a screener and the impedances were tested: 0 <(>&<)> 1 was greater than 40,000, 0 <(>&<)> 2 and 0 <(>&<)> 3 were 39,804, 1 <(>&<)> 2 and 2 <(>&<)> 3 were 10, and 1 <(>&<)> 3 was 7 ohms. The hcp decided to leave the left lead and only replace the old extension and ins. The impedances were tested again when the old lead was attached to the new extension and ins: case <(>&<)> 0 was 10,664, case <(>&<)> 1 was 4,438, case <(>&<)> 2 and case <(>&<)> 3 were 10,319, 0 <(>&<)> 1 and 0 <(>&<)> 2 were 9,751, 0 <(>&<)> 3 was 17,597, 1 <(>&<)> 2 was 2,705, 1 <(>&<)> 3 was 10,454, and 2 <(>&<)> 3 was 8,325 ohms. Both inss were replaced and the right ins impedances were within normal limits. The patient was programmed to case and 1 on the left ins and the right ins was on. The patient was doing fine. The patient¿s indications for use were parkinson¿s dual and movement disorders. It was unknown if any further intervention was taken due to the persistent high impedances, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2014-15882 for the other ins involved in the event, which was connected to the lead at fault for the other issues.